Event description:
Baxter (B)(4) received a report that an infusor reportedly had no flow during patient use. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation containing approximately 105 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Upon sample receipt, flow was not visually observed at the distal luer. Forced prime was attempted but flow was not observed. Microscopic examination of the luer revealed the root cause of the no flow condition as micro-air bubbles were observed blocking the fluid path inside the lumen of the glass capillary located inside the luer. The occurrence of air bubbles blocking the fluid pathway can be reduced by carefully priming the syringe or tubing from the repeater pump. Furthermore, reducing the filling speed of the repeater pump can also help alleviate this issue. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.